Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cyst inside the left tube") and pain ("hurt"). The patient was treated with surgery (sliced tubes to remove coils, laparoscopic). Essure was removed. At the time of the report, the pelvic pain and pain had resolved and the fallopian tube cyst outcome was unknown. The reporter considered fallopian tube cyst, pain and pelvic pain to be related to essure. The reporter commented: now I am a year e free and dealing with inflammation pain, my entire body aches and I feel like an 80 year old woman. But I no longer hurt like I did when I had essure. Concerning the injuries reported in this case, the following one/ones were described in social media: fallopian tube cyst, inflammatory pain and pain, pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube cyst ("cyst inside the left tube") and pain ("hurt"). The patient was treated with surgery (sliced tubes to remove coils, laparoscopic). Essure was removed. At the time of the report, the pelvic pain and pain had resolved and the fallopian tube cyst outcome was unknown. The reporter considered fallopian tube cyst, pain and pelvic pain to be related to essure. The reporter commented: now I am a year e free and dealing with inflammation pain, my entire body aches and I feel like an 80 year old woman. But I no longer hurt like I did when I had essure. Concerning the injuries reported in this case, the following one/ones were described in social media: fallopian tube cyst, inflammatory pain and pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('I got pregnant with essure') and abortion spontaneous ('then I miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fallopian tube cyst ("cyst inside the left tube"), pain ("hurt / was so hurt / my whole body aches") and abdominal adhesions ("they said my bowel was adhereared to my uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy, sliced tubes to remove coils, hysterectomy leaving one ovary). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous and pain had resolved and the pregnancy with contraceptive device, fallopian tube cyst and abdominal adhesions outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abortion spontaneous, fallopian tube cyst, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: now I am a year e free and dealing with inflammation pain, my entire body aches and I feel like an 80 year old woman, but I no longer hurt like I did when I had essure. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('I got pregnant with essure') and abortion spontaneous ('then I miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fallopian tube cyst ("cyst inside the left tube"), pain ("hurt / was so hurt / my whole body aches") and abdominal adhesions ("they said my bowel was adhereared to my uterus") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy, sliced tubes to remove coils, hysterectomy leaving one ovary). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous and pain had resolved and the pregnancy with contraceptive device, fallopian tube cyst and abdominal adhesions outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal adhesions, abortion spontaneous, fallopian tube cyst, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: now I am a year e free and dealing with inflammation pain, my entire body aches and I feel like an 80 year old woman, but I no longer hurt like I did when I had essure. Concerning the injuries reported in this case, the following one/ones were desc quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 4 and fu 5 proceeded together. Social media received: reporter was added. New event -abdominal adhesions was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('I got pregnant with essure') and abortion spontaneous ('then I miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fallopian tube cyst ("cyst inside the left tube") and pain ("hurt / was so hurt / my whole body aches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopy, sliced tubes to remove coils, hysterectomy leaving one ovary). Essure was removed. At the time of the report, the pelvic pain, abortion spontaneous and pain had resolved and the pregnancy with contraceptive device and fallopian tube cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, fallopian tube cyst, pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: now I am a year e free and dealing with inflammation pain, my entire body aches and I feel like an 80 year old woman, but I no longer hurt like I did when I had essure. Concerning the injuries reported in this case, the following one/ones were described in social media: fallopian tube cyst, inflammatory pain and pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: with follow up information received on 2-dec-2019, also duplicate to record# (B)(4) was identified which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporters were added. New events: pregnancy with contraceptive device ('I got pregnant with essure'), abortion spontaneous ('then I miscarried'), device ineffective. Patient had a hysterectomy leaving one ovary. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.